Event description:
Rec'd an electronic report from an rn which stated "patient couldn't dialyze and became ill due to what he feels was a faulty catheter. Also, it was reported that the rn looked at the product and stated it was not defective". The rn was contacted for add'l info about this event and the info was rec'd in 2005. According to her, the pt's spouse reported to this rn that pt was having difficulty with using the stay safe peritoneal dialysis to work and having difficulty with exchanges. When the pt and her spouse arrived at the clinic, the rn noted the pt was confused, so she obtained a blood sugar. The blood sugar was > 500. Also, when the rn looked at the catheter, there was no cap on it. The pt was treated with antibiotics and was admitted to the hosp for peritonitis. The rn feels this event was not caused from the device, but rather confusion caused from the high blood sugar. The pt was then discharged to home where she is assisted by the spouse. The pt continues home peritoneal dialysis with no further ill effect. There is no sample available.